Event description:
Allergan rep reported an augmentation pt with a breast implant and seri experiencing left side wound dehiscence with exposure of a 3cm x 3cm piece of seri that was not incorporated. The events were treated with a revision surgery where the 3cm x 3cm piece of seri was removed.

Manufacturer narrative:
(B)(4). Device analysis showed the device had tissue adherence and tissue ingrowth. Imaging of the device did not show any visible signs of product defect. Wound dehiscence, exposure, and non-adherence are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of wound dehiscence and extrusion as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potential, inflammation, adhesion formation, fistula formation, and extrusion."